Event description:
It was reported that during a low anterior resection procedure, significant blood loss occurred as a consequence of the misfiring of the device. The surgeons decided to do a second low anterior resection; and during the second procedure, another device was fired. The distal ring was incompleted after this firing. A rigid sigmoid was conducted and there was a leak proof anastomosis. The pt was given a colostomy with plans to follow up in 3 months to potentially reverse. The procedure was prolonged one hour and thirty minutes. The pt status is good.

Manufacturer narrative:
Info anticipated, but unavailable at this time.